Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out for more information on the event and return of device. A supplemental report will be submitted once the device is returned and evaluation is complete.

Event description:
Medtronic received information that resistance was felt with two coils inside the microcatheter during coiling treatment. Then the microcatheter broke and the procedure was completed with no further issues. It was reported that the first coil had resistance at the microcatheter hub and then the second coil had the same issue. After resistance with the second coil, the microcatheter was broken.

Manufacturer narrative:
The echelon-14 micro catheter was returned for analysis without the blockade (barricade) detachable coils. In addition, information regarding micro catheter compatibility of the blockade (barricade) detachable coils was not able to be obtained; therefore, compatibility could not be assessed. The useable length of the echelon-14 micro catheter was measured and found to be within specification. Upon visual inspection, no issues were found with the echelon-14 micro catheter hub, body or distal tip. There were no ¿breaks¿ or ¿separations¿ observed with the echelon-14 micro catheter. The echelon-14 micro catheter was flushed, water exited from the distal tip. One in-house axium prime was then hydrated per the axium prime coil IFU. The in-house axium prime coil was able to pass through the echelon-14 micro catheter hub and distal tip without issue. Based on the device analysis and reported information, the customer¿s reports of ¿resistance at hub¿ and ¿catheter separation/break¿ could not be confirmed and the cause could not be determined. No evidence was found that the echelon-14 micro catheter was defective. The echelon-14 micro catheter was successfully used for resistance testing with an in-house axium prime coil, and no difficulty was encountered during testing. The product analysis does not suggest a potential or confirmed manufacturing issue; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. As noted in the echelon IFU (instructions for use): ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation or other patient injuries.¿ if information is provided in the future, a supplemental report will be issued.